Manufacturer narrative:
Upon receipt of information and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #110019068, comprehensive vault reconstruction system inserter, lot# 977300. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03753.

Event description:
It was reported that during a total shoulder arthroplasty, during the drilling of the central hole for the glenoid component, the drill became stuck in the inserter. A replacement was used to complete the surgery. There was no reported impact to patient.